Manufacturer narrative:
Additional information on this complaint was received (B)(6) 2015. The bubbles seen in the tubing were moving and it was very labor intensive to clear all the micro bubbles. The microbubbles had cleared prior to use on the patient. Therefore this event has been reassessed as not MDR reportable because the bubbles cleared prior to use on patient. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Method - (actual device not tested); results - (no malfunction found since device was not tested); conclusion - (unable to confirm). (B)(4). It was reported that a patient underwent an atrioventricular reentrant tachycardia / wolff-parkinson-white (avrt/wpw) procedure with a smartablate system irrigation pump and air bubbles passed through the pump undetected. Microbubbles were found in the smartablate tubing. This event has been reassessed as not MDR reportable because the bubbles cleared prior to use on patient. Repair follow-up was performed and no responses from customer. Service was declined. Further information was provided that microbubbles were clear prior use on patient. No malfunction of device found. Therefore this event has been reassessed as not MDR reportable because the bubbles cleared prior to use on patient. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia / wolff-parkinson-white (avrt/wpw) procedure with a smartablate system irrigation pump and air bubbles passed through the pump undetected. Microbubbles were found in the smartablate tubing. The tubing was cleaned, stretched, and reseated with no resolution. The tubing was not replaced and the case was completed successfully with the use of the same tubing set. There was no patient consequence. Upon request, additional information was received on the event. There were many small bubbles present before and after the sensor. The microbubbles were everywhere inside the tubing. The pump was loaded before the saline bag was spiked and the stopcock was fully opened before high flushing was performed. This event is indicative of a reportable event as the bubble sensor of the smartablate pump failed to detect the microbubbles which could lead to patient injury.